Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section h6- health effect - clinical code: 4581, this code was used for the reported incision enlargement. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was inserted and then removed from the patient¿s right eye. The iol was fully inserted when a posterior capsule tear was discovered. Reportedly, the incision was enlarged as a bigger iol was placed. The removal and replacement occurred during the same procedure and the replacement lens is a different model za9003 18.0 diopter. Customer thinks that no future or medical intervention will be required since they were able to fix the issue with the iol replacement. The suspect product was discarded by the customer and will not be returned to jnj.